Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 497 mg/dl. The customer's other blood glucose was 520 mg/dl. The customer did experienced the symptoms such as stomach pain, dry throat. The customer was treated by saline drip. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears flush out. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Device passed the dat test at 0.08745 inches. The drive support was inspected a no anomaly was noted. Device received with cracked case at the display window corners. Device received with minor scratched display window and case.